Event description:
The customer reported via phone call experiencing low blood glucose levels for a day. The customer's blood glucose was 29 mg/dl, which was treated with food and juice. The customer stated that about 20 minutes to an hour later, the blood glucose rose to 68 mg/dl. Customer noted that, after 2 or 3 hours, the blood glucose dropped down to 35 mg/dl. The customer's most recent blood glucose was 189 mg/dl. Upon inspection, the customer stated that the reservoir showed the same amount of insulin as was shown on the status screen. The customer advised that the basal rates had been changed recently. The customer was advised to speak with a doctor regarding the possible causes of low blood glucose and to monitor the insulin pump. The customer was advised to call back if the issues persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.